Event description:
Related manufacturer reference numbers: 2017865-2022-39607. Related manufacturer reference numbers: 2017865-2022-39608. It was reported that the patient presented in clinic with pocket infection. The whole system including the implantable cardioverter defibrillator, the right ventricular lead and the atrial lead was explanted. Patient condition was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.